Manufacturer narrative:
Model# con3006, lot sp100112-248. Manufacture date 04/02/2014. Our investigation of lot sp100112 includes: method of evaluation: review of the information as reported, device history records, and the lifecell complaint system for any other complaints reported to lifecell against devices distributed from lot sp100112. Results of evaluation: review of the device history records revealed no deviations during the production of lot sp100112 that may be associated with the event. Lot irradiation doses were within process parameters. The lot met acceptance criteria for qc release, including mechanical testing results. As of 11/04/15, no other complaint has been reported to lifecell against lot sp100112. As of 11/04/15, of the (B)(4) devices that were released to finished goods for lot sp100112, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. Evaluation conclusion: no other complaints were reported to lifecell against the lot. Based on the information as reported and our internal investigation into the processing history of lot sp100112, the event is unlikely related to the strattice bps. Patient history, including multiple revisions and obesity may have contributed to the event. Device not returned for evaluation.

Event description:
It was reported to lifecell that the (B)(6) female patient presented with breast ptosis, status post breast revision, and was taken to the operating room on (B)(6) 2015 for bilateral breast revision with replacement of strattice bps. Due to stretching of the skin related to ptosis, a skin revision was performed. Subsequently, the most recent procedure involved mastopexy for correction of breast ptosis: intra operatively, as the surgeon observed, partially disintegrated strattice bps grafts were seen bilaterally. Over 50% of the strattice bps tissue dissolved from the initial implanted areas. The surgeon elected to leave the remaining strattice remnants in situ. No other post operative complications were seen. The latter revision was completed with two like devices. The patient's condition is good and the patient reports that she is happy with the results.